Event description:
It was reported that the auxiliary control unit (acu) watchdog failure, audible alarm, and upper and lower case was chipped. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. Top case was cracked by label (chemical) and right plunger case was cracked. No apparent contamination. There was a primary audible alarm and auxiliary control unit (acu) watch dog failure alarms in the event history log. Customer stated problem was verified for primary audible alarm post happened at start-up, high profile cap was loose. Acu failure could not be repeated because of constant primary audible alarm post error during start-up. The top and bottom cases were chipped. The root cause of the reported issue was found to be possible impact, which was caused by the customer. Replaced interconnect board, cap was loose. Replaced main board as a preventative measure for acu watchdog failure in alarm history. Replaced chipped and cracked top and bottom cases.